Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose reached 305mg/dl while wearing the pod on his arm for between 4 and 24 hours. He stated that the cannula appeared different than usual, as if the cannula went into the skin at a much more obtuse angle than normal. Additionally, it also punctured the patient's skin two times instead of once, explaining that it went in far more shallow than it was supposed to and must have gone in and also come back out, in two different spots. The patient's infusion site hurt more and more as time went on wearing the device. Blood was visible when the pod was removed. Treatment included insulin delivered as a correction bolus via the pod. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was reset and rerun, and deployed once, locking the slide insert in place with the catch beam. The formed needle was inspected and no abnormalities were found. The investigation found no defects or deficiencies that would contribute to the reported event.